Manufacturer narrative:
(B)(4).

Event description:
It was reported "after pci, the catheter was inserted and the puncture was successful. When the catheter was sent into the body, it was found that the balloon could not be unsheathed. Repeated attempts failed. Withdraw as a whole. Puncture the femoral artery on the other side to complete the operation". The patient's current condition is reported as "fine".

Event description:
It was reported "after pci, the catheter was inserted and the puncture was successful. When the catheter was sent into the body, it was found that the balloon could not be unsheathed. Repeated attempts failed. Withdraw as a whole. Puncture the femoral artery on the other side to complete the operation". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the returned iabc bladder. The one-way valve was tethered to the short driveline tubing. The ex-posed portion of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connect-ed to the short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate without any difficulty. The bladder and teflon sheath was visual inspected, and no damage or abnormalities were noted. The iabc was leak tested in accordance with testing methods from manufacturing pro-cedure. An external leak was immediately noted at the proximal end of the bushing. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or de-bris was noted. A devi ce history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon could not be unsheathed" is confirmed. During the investigation, an external leak was confirmed from the iabc bifurcate bushing. An external leak can allow the bladder to prematurely unwrap prior to the insertion and could cause the catheter to get stuck in the sheath. No other leaks or damage was noted to the iabc. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon could not be unsheathed" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after pci, the catheter was inserted and the puncture was successful. When the catheter was sent into the body, it was found that the balloon could not be unsheathed. Repeated attempts failed. Withdraw as a whole. Puncture the femoral artery on the other side to complete the operation". The patient's current condition is reported as "fine".